Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and the text was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/21/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: during investigation, the display was found to be dim and the text was discolored. A test display was used for investigation and functioned properly during testing. Unrelated to the display issue, the keypad button cover was found to be torn over the up arrow button. During testing, the up arrow, down arrow and contrast buttons were unresponsive to button presses; the ok button was intermittently unresponsive. The keypad was removed and all button contacts were inverted; there was evidence of contamination found under all key contacts. Also unrelated to the display issue, evaluation revealed corrosion in the battery compartment. (B)(6).